Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed hybrid - shorting, low resistance. The device was not found to have a consistent loss of telemetry, however current instability resulted in an inaccurate battery voltage measurement. A leakage path (solder bridge) was found in an integrated circuit.

Event description:
It was reported that during implant and after several attempts to obtain telemetry, the implantable loop recorder did not function. The device was not used. No patient complications were reported as a result of this event.